Event description:
It was reported that the #2 key on a pump keypad is not working. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed the reported symptom. Evaluation found the #2 key acting as the "ok" key, and the #3 key acting as the "run/ stop" key, caused by a failed keypad. The remaining keys passed performance testing and were functioning as expected. The device was determined to not be operating within specification in relation to the reported symptom. The keypad was replaced.